Event description:
It was reported a spectrum pump does not recognize a closed door. It was also reported there was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. It was found out of specification with respect to the reported symptom. During a physician inspection of the device, the evaluation determined the door is hard to close, causing the door not fully latched alarm to display. The door hooks were found out of adjustment, which caused the reported symptom. The door hooks and latch pins were replaced.